Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. The 10mmx3.00mm wolverine coronary cutting balloon was introduced for dilatation and after being inflated several times, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. The 10mmx3.00mm wolverine coronary cutting balloon was introduced for dilatation and after being inflated several times, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported. It was further reported that the calcification of the lesion was moderate.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole identified approximately 2 mm from the proximal end of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.